Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient was 300 mg/dl. Customer stated the other blood glucose value was 325 mg/dl. Sensor glucose value from reported event was 224 mg/dl. Insulin delivery was not suspended due to sensor glucose value. Sensor glucose and blood glucose value difference was 101 mg/dl. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.